Manufacturer narrative:
Based on the limited information available at this time, no definitive conclusions can be made. The patient's attorney did not allege a specific device failure or patient injury and medical records were limited to the patient's implant op report and implant tracking log only. A review of the manufacturing records was performed and found that the lot was manufactured to specification. If additional information is obtained, a supplemental MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
The following is based on medical records provided by the patient's attorney: on (B)(6) 2013 - patient was diagnosed with uterine prolapse, urinary stress incontinence (sui), cystocele and underwent a mid-urethral sling placement with implant of a non davol "ajust" sling, subtotal hysterectomy and a transabdominal sacrocolpopexy with implant of a bard/davol soft mesh. Per the implant operative report details, "the wire mesh (bard/davol soft mesh) was fashioned and placed rectangular pieces together forming a y. Nylon sutures were used to secure the mesh using interrupted 6 on the anterior and 6 on the posterior side to secure the mesh to the vaginal cuff. Gore-tex suture was used to secure the mesh to the ligament over the sacral promontory the attorney alleges urine retention, incontinence, dyspareunia and abdominal pain related to use of the device.